Event description:
During the implant procedure, suture sleeve damage was noted while fixing the lead to the vein. The event was resolved by adding a second suture sleeve. The patient was in stable condition.